Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. The physicist acquires an image of the 15x15 cm field (irradiated) and wants to compare this to the size measured on the image from each edge of the field. For the non filtered image, the value measured is within specifications (2 mm max). But once the filter is applied (which needs to be done to reach a sufficient quality), the field size on the image appears to be smaller than before. In that case, the field size on the image is no longer within specifications values measured by the physicist are the following: irradiated field (cm): xxy = 14,87x15,1 field size on the image (cm): xxy = 14,59x14,71 specification from (B) (4) is <2mm difference between irradiated and imaged field. Risk analysis is complete. Investigation for root cause is complete and inadequate labeling is the cause. Final corrective action has been recommended. No injury is reported.

Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). The behavior can cause serious injury if the user decides to adjust the mlc shape to the mlc shape given in the drr (reference image). Probability: b (improbable). It is reasonable to expect that the rtt will notify the on site physicist or in-house engineer if a discrepancy is noticed. If the discrepancy is not noticed, the treatment is applied per prescription. Proposed corrective actions from investigator: installed base: update rtt 4.1 release notes. Forward production: update rtt 4.1 release notes. Spare parts stock: n.a.